Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector, service code (multiple abnormal shutdowns)) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The service code (multiple abnormal shutdowns) was due to the belt being unable to securely latch to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was damaged and the patient was receiving a service code (multiple abnormal shutdowns).